Event description:
It was reported that this system was a recent implant that had exhibited a normal shock impedance during testing. Recently, the device had exhibited high out of range shock lead impedance. Imaging was performed and the system has migrated and the electrode pin may not be fully inserted into the pulse generator header. Technical services will review the x-rays. The system remains implanted. There were no adverse patient effects.